Event description:
Boston scientific received info that during a routine follow-up appointment, it was discovered that the pt (recently implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system) developed a pocket infection with poor wound healing. Intravenous antibiotics were administered and the s-ICD system was explanted. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provide.